Event description:
A report was received that the patient's precision system was explanted due to pocket irritation. The patient was reportedly doing well.

Manufacturer narrative:
This is the final report.